Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when attempting to load a patient exam from a compact disc (cd), the cd would not mount. Troubleshooting was performed. Technical services (ts) had the local representative (rep) attempt to force mount the cd, but the cd not present in file manager. Ts had the rep reboot the system while the cd was inserted. The cd appeared under media for a brief moment but disappeared afterward. The rep found that a sticker on the cd was slightly hanging off the edge. The rep removed sticker, and the cd was able to mount without issue. There was no patient involvement.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736217, ubd: unknown, UDI#: unknown. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.